Event description:
It was reported that the insulin pump experienced an air bubbles anomaly. The caller did not know the blood glucose reading. The customer was unable to troubleshoot at the time of the call. The caller was advised to call back when troubleshooting could be performed and was advised to instruct the customer to prime the air bubbles out of the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.